Event description:
It was reported that the customer had a motor error alarm on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if she recalls any significant events leading to the alarm and she said no. Th patient was assisted with clearing the alarm and advised to disconnect from the insulin pump. The customer was advised that the cause of motor error alarm is by viewing the sensor glucose graph while the insulin pump is delivering a bolus. The customer was advised that the insulin pump need to be replaced and discontinue using it and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.